Event description:
On 11/13/96 an 80-year-old female pt was implanted with a dual-chamber pacemaker and two existing leads from another MFR. The indication for pacing was sick sinus syndrome. 0n 04/07/97, the MFR received a report that the above referenced pt developed excessive pocket stimulation 4.5 months post-implant. On 04/02/97, the physician elected to explant the pulse generator and replace it with a bipolar pacemaker from another MFR.